Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/30/2023, it was reported by a distributor via email that the sutures from an ar-8926t knotless tightrope syndesmosis repair implant were torn. After the drilling process, the surgeon begins to insert the implant. The guide needle was passed, and it was noticed that the suture created a loop. The surgeon removed the device and saw that the suture, interlaced with the button, was torn. This was discovered during a syndesmosis procedure on (B)(6) 2023. The case was completed using a new one.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint is confirmed per customer photo that showed the damaged suture. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.